Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient experienced a deflated left breast implant. Mammogram and ultrasound imaging have been conducted in conjunction with a consultation with a medical professional. As a result, the patient will undergo removal and replacement on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).